Event description:
It was reported that during device implant procedure, premature battery depletion was suspected. The battery indicator on the programmer was red indicating device low voltage. The device was not implanted and was replaced. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).